Event description:
It was reported that prior to a unknown procedure, the instrument error code displayed after the initial testing. A new instrument was used to complete the procedure. No pt consequence.

Manufacturer narrative:
Evaluation summary: the ace36p device was rec'd in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure due to intermittent contact between the hand piece and the button assembly. The device was tested on a generator and no error codes were noted.